Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_ext, product type: extension. (B)(4).

Event description:
A healthcare professional of a clinical study reported that a lead revision was required on (B)(6) 2015. The electrode that was implanted in the right hemisphere had missed the subthalamic nucleus (stn). Due to the electrode missing the stn the patient had experienced ineffective therapy. The electrode was removed and a new implantation was done in (B)(6) 2014 for the right hemisphere only. The lead revision had resolved the issue, the patient was doing well now. Further follow-up is being conducted to obtain information about device information. If additional information is received a supplemental report will be submitted.